Event description:
It was reported that noise was observed on the rv and lv leads. The lead was explanted and replaced. Patient will be monitored.

Manufacturer narrative:
A partial lead with the distal tip electrode portion was returned for analysis. External insulation abrasion was noted at 7.5-8.0cm from the distal tip electrode, consistent with lead friction to another device or heart feature. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Additional information received indicated that insulation damage and fracture were observed on the lead.